Manufacturer narrative:
Device properly tested displacement test. Device received with pillowing keypad overlay and scratched case however device received with no damage on reservoir tube. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the there was crack at the very top part of reservoir compartment clear portion fastening reservoir in insulin pump and reservoir was able to lock in place when inserted into insulin pump but a little loose. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.